Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she had gone to the emergency room because her insulin pump broke and she had run out of syringes. She stated that the blood glucose was rising rapidly but did not provide the reading. She stated that the insulin pump had alarmed for a button error, but had not pressed a button for longer than 3 minutes. The act button became stuck when attempting to administer a bolus. Messages were left with the customer to advise her to call to provide more information about the hospitalization and to troubleshoot the issues. The insulin pump was not returned or replaced.